Manufacturer narrative:
The investigation of the data available in the data management system (dms) indicated that the predicted low glucose and low glucose alerts were asserted correctly before and after the hypoglycemic event. The customer did not receive a low alert when the hypoglycemic event occurred as he had previously removed the transmitter and was taking a shower. The user reported that no actual finger pricks were taken on the day of the hypoglycemic event as he was calibrating the eversense sensor using previous sensor-based glucose readings which can lead to incorrect glucose values to be displayed on the eversense app. There was no malfunction noticed on the eversense system.

Event description:
On april 23, 2019 senseonics was made aware of an adverse event where the user experienced a hypoglycemia event and reported the continuous glucose monitoring system did not alert him. The user reported he was not wearing the eversense transmitter at the time of the hypoglycemia event because it was charging and he was taking a shower. The user was assisted by ambulance technicians.